Event description:
It was reported that when implant was introduced to patient, the product was faulty. Both t's deployed inside the patient. Dr. Tried to attach back the implant to deploy but failed. A backup was used to complete the procedure.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is used. The complaint stated: "it was reported that when implant was introduced to patient, the product was faulty. Both t's deployed inside the patient." The device was returned without t1, t2 or suture. The delivery needle curve has been somewhat flattened. This is consistent with flexing and difficulty reaching intended anchoring location. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed." A functional test confirmed that the device cycled and actuated as expected. No root cause related to the manufacture of the device was confirmed.